Event description:
The patient was implanted with an obtape trans obturator sling. Subsequently, according to the patient's attorney, the patient experienced serious bodily injury, experienced significant mental and physical pain and suffering, have required multiple surgeries, and have sustained permanent injury and other damages. No other information is available.